Event description:
It was reported that the known high capture threshold of the left ventricular (lv) lead has continued to rise since implant last year. The lead remains in use and will continue to be monitored at routine clinic visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m62 lead implanted: 2013-(B)(6); 5076-52 lead implanted: 2013-(B)(6). (B)(4)